Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the ins recharger "quit" working because it was showing a 376 code. It was reported that there was a crack in the antenna cord. The patient reported that they can't use the recharger to charge the stimulator and the stimulator has died. The patient reported that they can¿t feel any stimulation and loss of stimulation. The patient reported that the stimulation shut off 5-6 days prior to the report and they were surprised because the implant battery was half full when they stopped charging it and then the battery went to completely empty when it was in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.